Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Concomitant products: 5076-52 lead, implanted: (B)(6) 2008, 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2014, 3058 interstim urinary mgu ipg, implanted: (B)(6) 2014. (B)(4).